Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Another investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12 with ios operating system version 16.6.1. The customer reported an unexpected low glucose alarm issue and it was indicated that they were provided sugar and juice for treatment from spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported unexpected low glucose alarm. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 2 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12 with ios operating system version 16.6.1 and app version 2.10. The customer reported an unexpected low glucose alarm issue and it was indicated that they were provided sugar and juice for treatment from spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle libre 2 app complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported unexpected low glucose alarms. Attempted to replicate the user¿s complaint using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section e1 (country) was incorrectly updated in the initial and follow up #1 report. Also, section h10 (additional mfg narrative) was incorrectly updated in the follow-up #1 report. Correction has been made.

Event description:
An alarm issue was reported with the adc device in use with iphone 12 with ios operating system version 16.6.1 and app version 2.10. The customer reported an unexpected low glucose alarm issue and it was indicated that they were provided sugar and juice for treatment from spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 12 with ios operating system version 16.6.1. The customer reported an unexpected low glucose alarm issue and it was indicated that they were provided sugar and juice for treatment from spouse. There was no report of death or permanent impairment associated with this event.